Event description:
It was reported that the device failed accuracy testing by +12.0 percent. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor were contaminated. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; the pump was found to be within specification and no problem was found. The root cause was not determined. No action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.